Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the procedure was to treat a dissection. The rx graftmaster instructions for use (IFU) specify: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the information received and analysis of the returned device, the investigation determined that the reported failure to advance and material separation appear to be related to the operational context of the procedure, as it is likely the device interacted with the heavily calcified, heavily tortuous, 90% stenosed lesion during advancement, resulting in the reported failure to advance. Further manipulation of the device including interaction with the challenging anatomy during retraction likely caused the reported material separation. In addition, based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494, indication for use.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous right coronary artery that is 90% stenosed. The 2.8x19mm graftmaster covered stent failed to cross due to anatomy to treat a dissection. It was noted that the hypotube separated during removal and the separated portion was simply removed. An unspecified drug eluting stent was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.